Event description:
Medtronic received information that 6 months post implant of this 29mm mitral annuloplasty band, it was explanted and replaced with a 27mm mitral bioprosthetic valve. The reason for the replacement was reported as recurrent mitral insufficiency. It was also reported that the "stiches between a3 and p3 were torn" and that there was a torn leaflet. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.